Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: two photos were received by our quality team for evaluation. During visual inspection of the photos, no abnormalities were observed. Therefore the investigation was not able to confirm what the customer experienced. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Investigation conclusion: the investigation was not able to confirm what customer had experienced as no abnormality was observed on the returned photos. End user risk assessment severity per p-eura, (B)(4), for leakage is limited (s2). Based on the total number of similar complaints received, occurrence = (2 / 360,000) x 1,000,000, = 5.556 ipm which is remote (o2). The risk is acceptable per ms-qs-034. Root cause description: a review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported nonconformance no abnormality was observed during the manufacturing of the batch. If samples are received in the future the complaint will be re-opened and re-investigated. Rationale: the complaint will be monitored and tracked.

Event description:
It was reported that the bd angiocath¿ plus IV catheter leaked during use. The following information was provided by the initial reporter: "after catheter insertion into the patient, fluid flows out. After catheter insertion for CT scan, 3-way extension was connected, but fluid continued to flow out".